Event description:
It was reported that the patient experienced unspecified issues with the unknown male sling. The sling remains implanted and a new 4.0cm aus cuff, balloon, and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with the unknown male sling. The sling remains implanted and a new 4.0cm aus cuff, balloon, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced recurring incontinence.